Manufacturer narrative:
Updated block: h6 the reported issue was confirmed but it was determined that another manufacturer's device was the cause of the failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The service repair technician (srt) performed three calibrations and could not duplicate the reported complaint. The srt replaced the o2 sensor per the reconditioning process. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per supplier's evaluation, the oxygen sensor passed the final supplier test before being shipped out. On arrival, the oxygen sensor was tested using the same connector used on the manufacturer's cable for the oxygen sensor. The investigation was not able to duplicate the out of box failure. Investigation verified the sensor fit into the test fixture and passed the final supplier test. The conclusion is that this is not a supplier issue as the sensor passed all supplier testing as a returned oxygen sensor.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. Calibration was initiated three consecutive times and passed. A review of the customer's logs on (B)(6) 2020 showed that calibration was initiated nine times and was out of range of calibration for the oxygen (o2) sensor. On (B)(6) 2020 the logs showed the customer initiated calibration two times and had the same failure of the o2 sensor being out of range for calibration. The pst determined the o2 sensor and o2 connector were defective.

Manufacturer narrative:
The reported complaint was discovered after the perfusionist attached new hoses and attempted to do a test calibration but failed. The field service representative (fsr) replaced the electronic patient gas system (epgs). He attempted to calibrate but there was no flow. He removed the outlet line from the epgs and was able to calibrate. He troubleshot the setup downstream from the epgs and found the spectrum medical sensor module which was in the downstream flow path was not allowing gas flow. The perfusionist was informed of this failure. Release testing was completed on the epgs. The device operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. This complaint is related to (B)(4)/ medwatch #1828100-2020-00176.

Event description:
It was reported that during the use of the device for a non-clinical activity, the oxygen (o2) analyzer failed to calibrate. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, additional information was received that per the field service representative, issues were found with another manufacturer's equipment downstream of the electronic patient gas system that were causing the failed calibrations found in the logs.